Event description:
It was reported that the pump was cited in a psn report, (B)(4). The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment, and no serial number for the pump was provided. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be submitted.